Event description:
Customer called reporting low blood glucose levels while wearing the insulin pump. Her blood glucose level was 48 mg/dl, and she treated by eating yogurt and drinking juice. The device shows 78 mg/dl, but her meter shows 48 mg/dl. Customer doesn't know why the device didn't go into threshold suspend mode. Customer has a history of low blood glucose levels. Her normal blood glucose range is 100 - 140 mg/dl. Customer stopped trouble shooting because she wanted to go back to bed. She was advised to call whenever she has an issue with her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.